Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed critical pump error. The customer¿s blood glucose level was 320 mg/dl at the time of incident. It was also stated that customer received critical pump error image displayed on insulin pump screen. The customer treated high blood glucose with manual injection and customer declined troubleshoot for high blood glucose level. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a critical pump error alarm and pump error 35 is found in the formatted history file due to force sensor zero offset out of specification. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify insulin flow block alarms due to critical pump error alarm. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.